Manufacturer narrative:
Per the clinic, there are plans to explant the device and to reimplant the patient with a new device due to the reported open circuits. Subsequently, this has occurred as planned on (B)(6) 2025.

Event description:
Per the clinic, the patient sustained a head trauma, which caused in a laceration around the pinna and performance decrement, resulting in discontinue use of the device. It was reported that open circuits were noted on 22 electrodes and subsequent loss of connection to the internal device. Hardware exchange and reprogramming attempts were performed; however, the issue could not be resolved. The implanted device remains in situ. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Device analysis indicated device failure.